Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14438. It was reported that the patient presented to the clinic for a generator replacement due to normal battery depletion. Interrogation of stored electrograms showed noise on the atrial and right ventricular leads which was easily reproduced with pocket manipulation. The patient was asymptomatic. The physician capped and replaced both leads on (B)(6) 2020. The patient was stable throughout.